Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20515. It was reported the patient experienced a jolt from her hips down her legs, and her legs and back felt numb. It was also reported the patient experienced ineffective stimulation at times. System diagnostics determined high impedances on the leads. Reprogramming was tried multiple times which restored the therapy at the time, however the issue kept recurring. As a result, the leads were explanted and replaced with another model which resolved the issue.